Event description:
When attempting to get out of bed, user incorrectly gripped the cross brace placing her hands directly over the folding mechanism release levers, rather than using the correct handle grip areas of the walker. Once in this position, user lost balance fell back causing the release lever to cut into the palm of her hand.